Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 3 of 3 for (B)(4). It was reported that during an unspecified surgical procedure, the vapr p50 w/ hand controls device generated sparks. According to the reporter, changed to another two devices to continue the surgery and the same problem happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cable connector and pins are in good condition. The device will be sent to the manufacturer for further review and testing. Manufacturing investigation result for vapr s90 w/ hand controls: the device was not received in its original packaging. Tip is in used condition, damage on the manifold. The handle is in used condition, no misuse. Cable and plug assembly are in good condition. Electrical checks: the device passed all the parameters. Functional checks using generator: the device passed all the checks. From our investigation we were unable to confirm the customer reported issue. Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing, with no sparking observed or any other issue being detected. Activation was found to be consistent and as expected. The returned complaint device was found to meet the manufacturers specification and perform as expected; therefore, no further investigation is possible regarding the returned complaint device. Conclusion; no fault found - the root cause of the customer reported issue could not be determined with regards to the 228370 (s90) complaint device. The overall complaint was not confirmed as the observed condition of the vapr s90 w/ hand controls would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device passed the functional testing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.